Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and suggested bringing the patient into their clinic to obtain an x-ray and perform isometrics while measurement the shocking impedance. The root cause of the reported clinical observations was not identified. The local boston scientific sales representative was contacted and did not have any further details regarding this patient and the reported observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement of 126 ohms. Recent measurements are in the 90 ohms range. No adverse patient effects were reported.